Event description:
Problem of tightening was reported. During surgery for tumor removal of the fourth ventricle, the head of the patient moved even when the mayfield was locked. The nurse needed to go under the field to maintain the head during trepanation. Consequence of the product issue was reported as mobility of the head with potential risk of cerebral lesion. There was no neurological deficiency after the surgery. The technician of the hospital did not see any issue with the device but they wanted the device sent to integra for evaluation. Additional information received on 30mar2017 with the following: date of the event was on (B)(6) 2017. It was reported that the patient had a laceration and it was sutured because of bleeding. The event led to a small increase in surgery time (5 minute) without consequence to the patient.

Manufacturer narrative:
Investigation completed 4/27/2017. Method: -device history, -complaint history, -failure analysis. The device returned for inspection was manufactured on march 31, 2004. Service history below: control# (B)(4), date of service: 19.05.2014. Control# (B)(4), date of service: 27.03.2014. Control# (B)(4), date of service: 11.12.2013. No manufacturing or design related trend has been identified. Evaluation verified customer information as valid. The locking mechanism is full of dirt. The rocker arm pin holder is worn out and out of tolerance. Conclusion: the root cause was determined insufficient locking mechanism due to the following two reasons: the locking mechanism is full of dirt. The rocker arm pin holder is worn out and out of tolerance.